Manufacturer narrative:
The immucor laboratory tested retention product on 05mar2018, which performed as expected. (B)(4). The immucor laboratory also tested a returned blood sample from the customer site on 05mar2018 against retention product, which yielded unexpected negative well outcomes. Therefore the customer reported event was reproduced.

Event description:
On (B)(6) 2018, a european (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo neo instrument.